Manufacturer narrative:
(B)(4). Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event has been determined to be due to patient related factors. The subject device is not available for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 21mm bioprosthetic aortic valve, implanted one (1) year and eight (8) months, was explanted due to endocarditis. Per medical records, tee demonstrated aortic root abscess with severe ai. There was severe vegetations on the valve. There was also fistula between the aorta the right ventricle. The pre-existing aortic valve was only being held on to the aorta with 2 sutures and knots at left-right commissure. Otherwise, the whole valve has been dehisced. The aortic valve was removed. The annulus was completely debrided. After debridement, the aorta had completely separated from the ventricle. The mitral valve was also quite destroyed with vegetation on it; therefore, the sutures were removed, pledgets removed, and the valve was explanted. The posterior and anterior annulus were debrided. There was very little tissue left between the aorta and the mitral valve. The aorta was sized to be 23mm. The surgeon reconstructed the aorta using a large bovine pericardial patch. The aortic valve was resized to be 21mm after the patch was placed. The aortic valve was replaced with another 21mm edwards bioprosthetic aortic valve. The valve was seated nicely with core knots. The coronaries were noted to be higher up; therefore, coronary obstruction was not an issue. The patient's heart function was noted to be normal, and there was no perivalvular leak. The patient was transferred to the cticu in overall critical condition on multiple inotropes and vasopressors. The patient's ICU course was notable for acute delirium, rv dysfunction with a prolonged inotrope wean, and complete heart block. The patient was discharged home in good condition on pod #23. It was noted that the physician ordered weekly urine drug screening for the patient. The patient also underwent a mitral valve replacement (mvr).

Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 21mm bioprosthetic aortic valve, implanted one (1) year and eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with another 21 mm edwards bioprosthetic aortic valve. No additional details were provided.